Event description:
The customer initially stated that the buttons were not responding as they should. The customer then stated that he was treated in the emergency room for low blood glucose and the reading was 15 mg/dl. The customer also stated that there was a discrepancy between the reservoir volume and the actual amount of insulin left in the reservoir. The customer stated that there were 20 units of insulin that were unaccounted for. Advised the customer that the insulin pump should be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.